Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown tfna blade. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trochanteric fixation nail-advanced (tfna) blade had ¿settled¿ postoperatively. The blade had slid (migrated) laterally. It is not known when the condition was discovered. The surgeon was reported to have statically locked the tfna blade during the initial procedure on an unknown date. It is unknown at the time of this report, if revision surgery will be performed. Concomitant devices reported: unknown nail (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot #unknown, quantity 1). This report is for one, unknown tfna blade. This report is 1 of 1 for (B)(4).